Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - hole/cut on a-rubber (bending section cover). A part of a-rubber is peeled off and missing. - due to missing a-rubber, metal tube is exposed. But metal is not sticking out. - leak from a-rubber/glue. - chip and lifting at a-rubber glue. - deep cut and scratches on lg (light guide) lens. - heavy dent and scratches. - labels are peeling off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but a further cause of the event could not be presumed from the information obtained in this investigation. From the instructions for use (instruction manual) it was found that it had descriptions related to the phenomena, as below: instructions rhino-laryngo videoscope olympus enf-v3 olympus enf-vh important information ¿ please read before use ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ when the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's rubber part at the bottom of the scope was missing a small piece. The issue occurred during reprocessing for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.